Event description:
The facility representative reported a colleague infusion pump with "open" button failures on the channel b keypad. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.

Manufacturer narrative:
(B)(4). The reported condition of ?open? Button failures on the channel b keypad was confirmed during product evaluation. The assignable cause was an inoperative keypad. A service history review revealed that this device was previously serviced for the reported condition. During previous service the channel b keypad was replaced. Should additional information become available, a follow-up medwatch will be submitted.